Manufacturer narrative:
No conclusion can be drawn aas repair info is unavailable.

Event description:
It was reported that the sys could not fluoro. It was also stated that the fault was cleared by the customer. This caused an intermittent loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.